Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that three stable femoral implants had distal endosteal cortical erosions. All three had radiological evidence of proximal bone ingrowth.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The part and lot number of the products are unknown. The reported devices are used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.